Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that a crack was observed on the swivel wye of an rt265 infant dual-heated evaqua2 breathing circuit. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected and pressure tested. Results: the pressure test result revealed that the circuit was out of specification. Visual inspection revealed that the swivel wye was cracked. A lot check revealed no other similar complaints for lot date 140513. Conclusion: we were unable to determine the cause of the reported fault. Based on the appearance of the damage to the swivel it appears likely that the cracking was caused by some form of physical impact. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint swivel became damaged during transport or handling at the customer facility. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital staff correctly checked the rt265 breathing circuit before patient use, which is in line with our user instructions.